Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The patient¿s blood glucose level was 44 mg/dl at the time of the incident. The insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test or verify compromised force sensor system alarm due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.